Event description:
On 01/16/09: customer reports a female pt, undergoing ercp procedure, when the table shutdown and would not power back up. The customer reports there was no adverse effect to the pt.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.